Event description:
It was reported that meningitis was observed about two months after the implant. The meningitis was detected in an examination. Complications include schizophrenia and constipation were reported. Antibiotics were subsequently administered and the patient observed for progress. The symptoms were improving. Patient outcome was noted as recovering. The cause was unknown and was not related to device or procedure. The device was used to deliver baclofen (gabalon).

Manufacturer narrative:
Product ID neu_unknown_cath, serial# (B)(4), product type catheter. (B)(4).